Event description:
It was reported that a sitter select alarm model 8361 has no alarm tone. No pt injury reported.

Manufacturer narrative:
Eval results (other) -visible evidence that the alarm had been dropped, has intermittent power due to battery door cannot be locked. Conclusions (other) - the alarm has visible evidence of being dropped or mishandled by the customer or user.